Event description:
This lead was capped on (B)(6) 2022 due to 23 inappropriate shocks, oversensing, and large increase in impedance, per (B)(6) 2022 call to nurse (B)(6). Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.